Manufacturer narrative:
Customer did not received error messages and they continue to run their system. A field service engineer (fse) was dispatched and replaced cracked tubing on valves v5 and v14. The fse primed the system and observed no leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated they are getting a wash concentrate ii leakage in their hydro area and on the floor underneath the synchron lx20 pro clinical system. No injury was reported in connection to this event.